Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07/05/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger partially depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be intact, in a taco shape with no visual defects observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "unraveled material" was not confirmed, however the analyzed failure "fitting problem" were observed. The lot # 3000311604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that hst iii system (3.8mm) came apart when they tried to load it. The seal did not remain in the tube upon delivery. The seal did not make contact with the aorta, white plunger was not pressed. Safety lock was not engaged. The dark gray actuation button at the top was not depressed. A replacement device was used to complete the procedure. No procedural delay. No patient injury.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.